Event description:
It was reported that the implant was remove due to bone loss on the buccal side of the implant. Patient will return for a new implant in the future. Tooth #8

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided. Last name of reporter not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was removed due to bone loss at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: h3: device evaluated by manufacturer h6: evaluation codes; type of investigation, investigation findings, investigation conclusions h10: additional narrative.